Manufacturer narrative:
An olympus field service engineer (fse) was requested and dispatched to the customer facility for service/repair. The olympus fse replaced the customer¿s reported yellow colored connector. The aer was repaired and verified according to original equipment manufacturer instructions and the aer passed the functional tests and the electrical safety test. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, to check the functionality of all devices and have alternate equipment prior to use.

Event description:
The olympus technical support engineer was informed by the biomedical engineer at the customer facility that the customer automatic endoscope reprocessor (aer) machine has suspicion of poor reprocessing due to a reported ¿broken yellow connector¿. The connecting tube cannot be connected in the reprocessing basin. No death, injury or infection has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. Please see updates to h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the connector became loose and was broken. Therefore, the connecting tube was unable to be connected. It¿s probable the connector became loose due to accumulated stress or the user hit a hard object to the connector. However, a final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿chapter 3. Inspection before use. 3.3 inspecting the connectors. Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.